Event description:
The patient experienced a loss of therapeutic effect 8 days after device implant. The patient had 3 leads. Impedances were greater than 40000 ohms on the #6 electrode. The electrode was not functioning. The implantable neurostimulator was reprogrammed and the patient had adequate stimulation coverage afterward.